Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test or verify motor error alarm and failed battery alarm due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and customer dropped the pump and now it wont turn on. The customer¿s blood glucose level was unknown at the time of incident. The customer states they replaced the battery but it did not resolve the issue. The customer was assisted with trouble shooting but the display did not return and could not run self test since display would not turn on. The insulin pump is being replaced and is expected to return for analysis.